Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/+4; cat # 6570-0-228; lot # 81331602. Modular dual mobility insert; cat # 626-00-48g; lot # 82828203. Trochanteric grip plate with 2; cat # 6704-3-082; lot # g7959821. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pt. Presented to the ed with a draining surgical-wound. Previous surgery was a [right] hip-revision on (B)(6) 2021. Surgeon found the drainage was stemming from a tract that lead down to the joint. Surgeon swapped out the biolox femoral-head and mdm components as part of his I&d protocol. Also, the dall-miles troch plate and dall-miles cables were removed." Spoke to rep: infection is not suspected.